Event description:
It was reported non-sustained lead noise episodes were observed. It was noted that the patient had a previously capped lead. It is believed the noise was due to interference between the active and capped lead. Patient to be monitored.

Manufacturer narrative:
A partial lead with the connector pin measuring 21.0cm was returned for analysis. External insulation abrasion was noted at 16.3-17.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at 17.0cm. This is consistent with the observation from the field of noise. The model was incorrectly reported as 7170q/65 on the initial MDR. The correct model number is 7170/65.

Event description:
New information received notes lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.